Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited what was thought to be intermittent cross-chamber oversensing or t-wave oversensing (twos). Reprogramming of the rv lead sensitivity level was completed. The lead remains in use. No patient complications have been reported as a result of this event.